Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires that occured post explant. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. The ipg was returned to the manufacturer and subsequently tested out of specification.